Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the lead dislodged multiple times since implant. The system was removed per the patient's request. The procedure was uneventful.